Event description:
The device was returned for evaluation. Installed lvp onto flow accuracy for initial testing. Upon turning on the lvp, a pump problem warning along with two red led indicators were present. A disassembly of the lvp was performed to find the root cause of failure and to investigate possible set ID fluid ingress. The lvp was disassembled until the removal of the set ID was reached. Upon inspection, it was discovered that the one of the set ID's wires was pinched. This was the result of improper routing of the cabling during assembly. The set ID was removed and inspected for fluid ingress and pcba functionality. There were no signs of fluid ingress and the gasket seal around the set ID was intact. The pcba of the set ID was tested to ensure functionality, it passed testing qualifications. A "golden" set ID was installed into the lvp and the unit was reassembled to see if the initial failure messages was present upon start up. The lvp was installed into the flow accuracy test station and then powered on. The same error message as before presented it self upon start up. It was there for concluded that the presented failure message displayed on the lvp was indicative of a som failure.

Event description:
Another pump had a tubing set error, fixed per pump directions, restarted, error returned, pump and tubing set swapped out; this was a new pump and set being used due to a previous tubing set error in use with the same patient. Preliminary review indicates that there was buildup clogging the flow channel. Additional info obtained from the customer and from sample evaluation (both drugs and administrative sets): norepinephrine bitartrate 5% dextrose is packaged in a premix bag from baxter. The patient was receiving multiple infusions going through a small-bore PICC line drugs were compatible with each other. There was no indication of increased pressure in the downstream line according to the log files. The log files show signs of gradual buildup of a clog in the fluid resistor (aka the flow dial) channel, triggering an alarm. Clog occurred regardless of pump, administration set (tubing), rate change and new bags of levophed for this patient. The infusion was attempted on [3] other lvp's but the buildup still occurred. The clogged administration sets (tubing) sent to fresenius kabi for investigation. Discolored "gel-like" buildup noted in the channel of fluid resistor. Analysis from an independent lab shows the foreign material is similar to stearic acid amide (aka stearamide) compounds. Material is not the drug (levophed) . Material is not the ivenix administration set material. Commonly used as a release agent for elastomers. Samples were tested by fresenius kabi, and the channel clogging was able to be replicated. Fresenius kabi also conducted a comparative assessment across our customers: levophed is a widely used drug in critical care and administered at other fresenius kabi customers. There have been no previously reported issues in the administration of levophed. Levophed is compounded in pharmacy (not premix bag). No reported issues of known particulate drugs. These are the current conclusions of fresenius kabi: there is no issue with the administration sets in question. There is some form of foreign material within the baxter pre-filled bags. The foreign material builds up in the fluid resistor channel, interferes with flow, and results in a tubing-set-problem alarm over time. Reporting due to the referenced technical issue. Though infusion was delayed due to the issue, no harm was communicated. Investigation is ongoing.